Event description:
12/23/2019: updated event description: device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent an open reduction internal fixation surgery for proximal tibia with the plate and the proximal 4 locking screws. On (B)(6) 2019, the patient underwent for removal surgery. During the removal surgery, the surgeon could not turn the proximal 4 locking screws with a screwdriver because the screw head was firmly stuck with the plate. The surgeon broke the plate, and he removed the plate with the screws. The surgery was delayed by 180 minutes. The patient was in her 70s and outcome was unknown. Concomitant devices reported: unknown screwdriver (part#unknown, lot#unknown, quantity 1), unknown screw part#unknown, lot#unknown, quantity 1). This complaint involves five (5) devices. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: 12/23/2019: updated event description: h3, h4, h6: a review of the device history record has been requested. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11: d11:concomitant devices added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow(s): device interaction. Visual inspection: it was reported that the surgeon could not turn the proximal 4 locking screws with a screwdriver because the screw head was firmly stuck with the plate. The surgeon broke the plate, and he removed the plate with the screws. There were 6 intact locking screws returned which are not attached to the plate. The screws show no damages at all. Functional test: a functional test was performed, and it was possible to lock and attach every screw into the plate. Therefore the reported problem could not be replicated. As it was not possible to reproduce the reported problem the in the investigation flow listed remaining investigation steps are not required. Summary: per the pictures attached, it was not possible to reproduce the reported problem, therefore the complaint is unconfirmed. Unfortunately it was not reported which screws are affected. Therefore an investigation is not possible. The star drive of all the returned screws shows normal wear marks and no obvious damages. As there were only little information provided and as we don¿t know which screws were affected we are not able to determine the exact cause which has led to the occurrence. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional concomitant product added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an open reduction internal fixation surgery for proximal tibia with the plate and the proximal 4 locking screws. On (B)(6) 2019, the patient underwent for removal surgery. During the removal surgery, the surgeon could not turn the proximal 4 locking screws with a screwdriver because the screw head was firmly stuck with the plate. The surgeon broke the plate, and he removed the plate with the screws. The surgery was delayed by 180 minutes. The patient was in her 70s and outcome was unknown. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This is report 3 of 5 for (B)(4).